Manufacturer narrative:
There were no alarms on the last calibration performed on 30-jul-2021. Quality controls were within range, showing no indication of a reagent or instrument performance issue. Upon review of the alarm trace, multiple sample foam detection alarms were observed. The field service engineer replaced pinch tubing and syringe seals. Maintenance and checks were performed. Cleaning was performed. There was dried reagent on the incubator cover and dried sample on the sample probe. Precision studies were performed. The customer ran controls and verified results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for eight patient samples tested with the elecsys vitamin d gen. 2 assay on a cobas pro e 801 module. The reporter stated they were also having calibration and control recovery issues for multiple assays on the e 801 analyzer. Refer to the attachment for all patient data. The initial values were reported outside of the laboratory to medical personnel. The samples were repeated on a second analyzer on (B)(6) 2021 and the repeat values were believed to be correct. The vitamin d reagent lot number was 527961. The reagent expiration date was requested, but not provided.